Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was further described as the patient does not like to wear a mask and had cough at the time of pd treatment. The peritonitis was manifested by abdominal pain, cloudy effluent and blood-tinged effluent. The same day as the peritonitis diagnosis, the patient was treated with vancomycin (1g, intraperitoneal, discontinued) and ciprofloxacin (500mg, twice a day, intraperitoneal, discontinued after 7 days) for the event. A day after the peritonitis diagnosis, the patient was hospitalized and began treatment with tobramycin (intraperitoneal, discontinued) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. The patient was retrained on the proper aseptic technique. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.